Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: can you confirm procedure was on (B)(6) as you noted alert is (B)(6), the day before the event? We confirmed both alert date and procedure date are (B)(6). Device evaluation summary: the actual device was received for evaluation. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture piece (a) present damaged (slice, crushed) near of end until swage area and body fluids on this area, also the other end was cut that appears to be by the use of a surgical instrument. The suture piece (b) present body fluids and the end was cut that appears to be by the use of a surgical instrument. In addition, the ends of the suture pieces a and b do match. Per the sample condition of the received sample, the assignable cause of performance - pull off suture needle suggest an improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any piece of the needle fall inside of the patient? => no, it didn't. If so, was the needle piece removed and how? => n/a. No further information will be provided." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm procedure was on (B)(6) as you noted alert (awareness date of jnj employee) is (B)(6), the day before the event?

Event description:
It was reported that patient underwent a coronary artery bypass graft on (B)(6) 2018 and barbed suture was used. The suture detached from the needle while closing the fascia using continuous suturing. A different device was used to complete the procedure. There were no patient consequences reported.